Event description:
It was reported that signal loss occurred. On 07/31/2024, it was reported that the omnipod pump did not work properly due to not receiving readings from the cgm (due to signal loss). As a result, she was sent to the hospital due to diabetic ketoacidosis. There were reportedly no details about the last egv prior to the signal loss. There was also no information about whether she had a manual meter during that time, the meter's reading, or any symptoms she experienced. Additionally, details about the treatment she received and the duration of her hospital confinement were not provided. The patient declined to provided further details. Attempts to contact the patient for more details about the episode were unsuccessful. At the time of the report, the patient was stable. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.